Event description:
It was reported via clinic notes dated (B)(6) 2010 that the pt has a history of stroke. It is unk when it occurred or if it was related to vns at all. Attempts for further info have been unsuccessful to date.